Manufacturer narrative:
Initial.

Event description:
It was reported that the connector on the ilet system was bent during a supply change and the needle inside the connector was also bent, while the user completed the supply change without assistance; the affected component was the connector/coupler and the issue was consistent with a manufacturing, packaging, or shipping problem. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact, and blood glucose was not impacted. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed a manufacturing process problem related to the connector/coupler. It was concluded, based on previously established findings for similar reports, that the cause was traced to manufacturing.